Event description:
Procedure performed: laparoscopic left ovarian cystecyomy. Event description: after the surgeon inserted the biopsy needle they heard a leaking sound. Whilst looking for the source of the leak, they found a piece inside the peritoneum. Type of intervention: the surgeon was able to retrieve the plastic bit that came off. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic component of the seal and the septum, a rubber internal component of the seal, were damaged. Based on the condition of the returned unit and the description of the event, it is likely that the torn septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. The damaged septum likely led to the loss of pneumoperitoneum. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic left ovarian cystectomy. Event description: after the surgeon inserted the biopsy needle they heard a leaking sound. Whilst looking for the source of the leak, they found a piece inside the peritoneum. Type of intervention: the surgeon was able to retrieve the plastic bit that came off. Patient status: no patient injury occurred.